Event description:
An endovenous radiofrequency ablation catheter was opened sterile onto the field for ablation and the catheter was introduced into the right leg vein and the surgeon noticed that there were bands and possible tiny cracks in the catheter and pulled it out of the pt's leg. No harm to pt and did not come in contact with pt.